Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces. The device had cracked case at display window corners and minor scratches on the lcd window.

Event description:
Customer reported via phone, he was getting ready to deliver a bolus and the device started to alarm button error. The customer's blood glucose was 270 mg/dl. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for further analysis.